Manufacturer narrative:
Patient date of birth and age unavailable. Patient weight unavailable. (B)(4). A supplemental MDR to follow, after device evaluation, to enter the applicable component code, upon availability. Device has been returned to the manufacturer but the evaluation has not yet begun. A supplemental MDR to follow when device evaluation has been completed.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non function. A spectranetics lead locking device was inserted into the rv lead to provide traction to aid in lead removal. The physician used several different spectranetics devices to attempt to advance through a binding site within the vasculature, with progress stalled in the area of the binding. It was reported to be a lengthy extraction attempt, and it was noted that the lead was falling apart with limited traction. At the time a spectranetics 13f tightrail rotating dilator sheath was in use along with the tightrail outer sheath, it was reported that the tightrail went through the tightrail outer sheath.it was reported that the outer tip "popped" away from the inner tightrail device. At that point, the outer sheath and inner tightrail device tips were pointing in different directions (the outer sheath was no longer coaxial with the lead). Upon removal of the device from the body, visual inspection showed a break in the outer sheath. Transesophageal echocardiography (tee) revealed no injury and the patient's blood pressure and hemodynamics remained stable. The physician then chose to abandon the extraction attempt of the rv lead. It was reported that during the long extraction attempt, the lld had also broken. Because of the lld breaking, and when the physician chose to abandon the lead and leave it inside the patient, he was unable to unlock the lld from the rv lead. Therefore, the lld and the rv lead were cut, capped and remained in the patient''s body (please reference MDR 1721279-2021-00048 which captures the lld which was present in the rv lead and was cut, capped and remained in the patient''s body). The patient survived the procedure with no reported injury. This report is being submitted to capture the event in which the 13f tightrail device and tightrail outer sheath were in use and the tightrail device went through the tightrail outer sheath. Although no patient injury occurred in this event, there is the potential for injury with recurrence. The device has been returned to the manufacturer for evaluation but has not yet been evaluated.

Manufacturer narrative:
H6): added codes: 752 and 2199.

Manufacturer narrative:
H6): method, results and conclusions codes have now been populated now that device evaluation has been completed. Component code 752 will be populated in a supplemental MDR to follow upon availability to enter this code, along with heic 2199, as noted in the initial MDR. Device evaluation: both the tightrail device its outer sheath were returned and evaluation began by a cross functional team on 31 march 2021 and concluded on 05 may 2021. Obvious damage was seen to the beveled end of the tightrail's outer sheath. The outer sheath was sent to the failure analysis laboratory for further evaluation. Ftir (testing method) confirmed material to be ptfe (teflon, the material that the outer sheath is made of). There was nothing within the material that would have caused the material to fracture, and no abnormalities were present. Further thermal analysis confirmed that the outer sheath's material was extruded appropriately during manufacturing. These tests confirmed there were no issues with the design or production process of the tightrail's outer sheath. It was concluded that the force placed on the outer sheath during use in the procedure exceeded the outer sheath's strength, which caused the experienced failure.